Event description:
Hcp reported the pt had an infection. The pump and catheter were explanted and not returned to the MFR for analysis. A follow up report will be sent when additional info is received. Numerous attempts to contact the hcp have been unanswered.